Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has eroded through the patient's skin and at this time there is no infection. The field representative discussed with the clinic the high infection risk due to exposed device. At this time the patient does not want a transvenous implantable cardioverter defibrillator (ICD) implanted since they had a previous infection. It was noted that the patient is very slim and also doesn't comply to medication very well. The clinic is uncertain how to proceed. A revision procedure was scheduled for a couple weeks out. Boston scientific technical services (ts) was consulted and suggested looking at patient history to check for possible reasons of multiple infections. Ts advised of the risks along with potential solutions if the patient refuses re-implantation, including hospitalization and constant monitoring or a life vest. At this time the s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has eroded through the patient's skin and at this time there is no infection. The field representative discussed with the clinic the high infection risk due to exposed device. At this time the patient does not want a transvenous implantable cardioverter defibrillator (ICD) implanted since they had a previous infection. It was noted that the patient is very slim and also doesn't comply to medication very well. The clinic is uncertain how to proceed. A revision procedure was scheduled for a couple weeks out. Boston scientific technical services (ts) was consulted and suggested looking at patient history to check for possible reasons of multiple infections. Ts advised of the risks along with potential solutions if the patient refuses re-implantation, including hospitalization and constant monitoring or a life vest. At this time the s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted due to erosion. No new device was implanted at this time. No additional adverse patient effects were reported.